Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
It was reported to philips the touchscreen was unresponsive during servicing. This event was reported to have occurred outside of clinical use, while the device was being serviced. The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The replaced touchscreen was returned for internal failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was tested, and no failures were identified.